Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. However, device was received with a loud motor noise during rewind due to faulty motor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. Customer¿s blood glucose level was 36.0 mmol/l. Customer other relevant blood glucose level was 12.7 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer experienced symptoms such as nausea, vomiting and abdominal pain as result of high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The reservoir will not be returned for analysis.